Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and six shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed and found the patient was in the ventricular fibrillation (vf) zone. Ts discussed potential programming changes for the device. This ICD remains in service. No additional adverse patient effects were reported.